Manufacturer narrative:
Stryker evaluated the customer's internal paddles and was unable to duplicate the reported issue. The internal paddles were archived by stryker and the customer received a replacement. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their internal paddles are not connecting to any of their devices and they get a "connect cable" message. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their internal paddles are not connecting to any of their devices and they get a "connect cable" message. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.